Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
On the morning of (B)(6) 2016, the customer found that four patient samples tested for procalcitonin on the e602 analyzer had no results, only signal alarms. These samples were then repeated on a different e602 analyzer. During routine maintenance and setup of the e602 analyzer, it was found that all quality controls had failed for one measuring cell. Signal alarms also accompanied some of the control results. The customer then verified that there was a leakage at the pinch tube area of the analyzer. The pinch tubing was then changed. After changing the tubing, the customer ran controls on the analyzer and also ran some patient comparisons. The controls and comparison samples were verified to be acceptable prior to releasing the analyzer for patient testing. The customer generated a list of patient samples that had been tested on the analyzer prior to the discovery of the signal alarms. These samples were then repeated on a different e602 analyzer. A total of 97 patient samples had results that were questioned for multiple tests. Of these 97 samples, 13 had erroneous results for troponin t hs (high sensitive) stat (short turn around time) - tnthss and ck-mb - the mb isoenzyme of creatine kinase (stat "short turn around time") - ckmb-s. Refer to the attachment for all results. The initial results were run on the e602 analyzer designated as "line a". The repeat results were measured on a different e602 analyzer, which is designated as "line b". All initial results were reported outside of the laboratory. The patients were not adversely affected. Investigations have determined that the leaking pinch valve tubing was the cause of the issue.